Event description:
It was reported that the lead had no capture, undersensing, and low impedance. Lead fracture is suspected. The device was reprogrammed, the lead remains in use, and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).